Event description:
It was reported that a pump had an aspiration problem. The pump was never implanted; the issue occurred prior to implantation. The hcp was only able to aspirate 13 ml of sterile water from the 20 ml pump reservoir. A new needle was used, a new syringe was used, negative pressure was held for 5 minutes, a warm bath was used, but total aspirated volume remained at 13 ml. The patient was implanted with a different pump. As of this report, the patient had effective therapy.

Manufacturer narrative:
Analysis of the device revealed no anomaly, normal device function. During analysis the reservoir of the pump was accessed many times with no problems; the range for the fluid aspirated from this 20ml pump was 9-18.5 ml.